Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was suspected to have triggered elective replacement indicator (eri) or end of life (eol). As of this time, the device remains in service. No adverse patient effects reported.